Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was unable to prime. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/07/2017 with the following findings: a review of the black box showed no evidence of a loss of prime. Data from the date of the complaint was overwritten. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of prime events occurred. The pump cover was removed to find no intermittent conditions. The complaint of being unable to prime was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.